Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 399930, lot# v008790, implanted: 2006 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s device had not been working for a few months so a battery revision was performed on 2015 (B)(6). It was calculated that end of service (eos) should have occurred around (B)(6) 2015. It was unknown if the patient had been recharging but the therapy had been good and the stimulation had been working fine until it stopped working. It was later noted that the battery was replaced due to normal battery depletion. A new battery had been placed.